Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump did not power on. As a result, an alternate device was employed. No delay was reported. No other details regarding the nature of this event were provided.

Event description:
Additional information was received that the surgery was completed successfully. There was no blood loss nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the roller pump to power on and off 20 times over two days, each time powering up as it should. The unit operated to the manufacturer's specifications throughout the evaluation.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician was unable to duplicate the reported complaint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the data log review, on (B)(6) 2020 the pump was powered up and a perfusion screen was opened. The pump lid was opened and closed. The pump logs 'starting application' occurred three times in a row indicating three boot ups. On the last boot up, the pump started and then rebooted one more time. Since the pump was logging on (B)(6) 2020, this indicated that the pump did power up. It is possible the display was blank which would make it appear that the pump was not powered. The display assembly and connections to the display should be checked.